Manufacturer narrative:
The reported event of pacing lead impedance, high voltage lead impedance, capture, and sensing anomaly was confirmed. An open circuit in all vectors of the device was noted during testing and is consistent with the reported events. The cause of the anomalies was found to be due to a hybrid anomaly.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing high defibrillation and pacing impedance, and high capture thresholds on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.